Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the saphenous vein graft (svg). A promus premier drug eluting stent was implanted to treat the lesion. However, when the patient arrived in the room, the patient had chest pain. The patient was brought back to the catheterization laboratory and thrombus was noted. Another stent was deployed to treat thrombosis. No further patient complications were reported and the patient's status was stable.